Event description:
It was reported that the pt experienced a loss of lock. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was not functioning. Surgery to explant the pt's device and reimplant with another device is scheduled.